Event description:
Pt underwent a right tympano-mastoidectomy. During procedure tip of micro ear curette instrument broke off (2mm). The ear was examined & irrigated under microscopy & no foreign body noted.